Event description:
Tech alleged that the brake caster would lock, but would twist with sideways pressure applied. No pt impact.

Manufacturer narrative:
The tech replaced the left head caster to resolve the issue.